Event description:
It was reported that following the implantation of a monarc sling the patient presented with a moderate urinary tract infection(uti). Medication was administered on (B)(6) /2014. The event "resolved without complications" and was considered resolved/recovered with no sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that the patient reported, during an office report, having mild lower "crampy" pelvic discomfort with movement. It was also reported that the date resolved was (B)(6) 2014, instead of the previously reported date of (B)(6) 2014. If additional information is received, a follow up report will be sent.